Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k072642.

Event description:
It was reported that the prosthetic screw was fractured. The doctor also confirmed that the dental surgical procedure was completed with another screw and that the patient did not suffer any negative impact on his health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) certain® titanium large hexed screw (ilrght) was returned for investigation. Visual evaluation of the as returned product identified the screw fractured across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (1230880). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1230880) for similar events and no other complaint was identified. Review completed utilizing keywords fracture screw. Based on the available information, device malfunction did occur and the reported event was confirmed.